Event description:
A caller reported an error with their continuous glucose monitor, specifically cgm error 42. The issue did not adversely impact the customer's blood glucose level. Technical support provided instructions for a complete pump reset, guiding the caller through the process. After the reset, the cgm error was resolved, and the caller successfully started their sensor session.